Manufacturer narrative:
The insulin pump was received with no button response, constant audio/beeping alarm and frozen display due to faulty connector on the motherboard. We were unable to perform the self-test, unexpected restart error test, displacement test rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify the operating currents due to no button response. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump is making continuous beeps and unresponsive buttons. The customer's blood glucose was 92mg/dl. The customer stated none of the buttons are working. The customer was advised the pump will be replaced and revert to back up plan.